Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged fibre bonding in the outer tube area (distal end) was traced to component failure and the cause of the cover glass of the insertion section contained residual liquid could not be determined. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic laparoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited damaged fibre bonding in the outer tube area (distal end), and the cover glass of the insertion section contained residual liquid. There was no patient involvement.